Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced micro clots. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: the tubes appear to be coagulated, and they are not. The client tells us that when the tubes arrive and they check if they are coagulated before introducing them into the siemens advia 120 hemogram equipment, they appear to be coagulated but they are not. He registered three different batches, but we do not know if it is from one or several batches. We are going to try to get batches of affected samples with certainty and, if possible, images. We will collect samples, but affected. We have registered two lots 2017760, 1308004 and are not clear in particular with which reference occurs, that in the background and in the end nothing happens. After use. 04/05/2022 information received: what the tubes look like is that they are clotted, since when moving the racks where they are the blood falls "looking like they are clotted" although when they open some of them to see if they are, they are not. The customer says that this did not happen before, that it has been since last month, and that "it is not normal". I have already told him that if they do not tell me and keep the ones that are clotted we will not be able to do anything, and they insist that now "it seems that" they are clotted, but they are not clotted.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1308004. Medical device expiration date: 2023-03-31. Device manufacture date: 2021-11-04. Medical device lot #: 2017760. Medical device expiration date: 2023-05-31. Device manufacture date: 2022-01-17. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary: material #: 368856. Lot/batch #: 2011760, 1308004. Bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for clotting was not observed. Additionally, retention samples of the incident lot were selected from bd inventory for evaluation and upon completion, no issues relating to clotting were observed. 40 retained tubes from each lot were analyzed for edta content. All were within specification. Retained and control samples were further analyzed by clinical testing: there were no difficulties encountered during blood collection and all tubes appeared to exhibit proper fill. Testing of the control and retain samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for clotting. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to clotting were evaluated through a clinical study to verify the design of the device met it¿s intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® k3e plus blood collection tubes, the device experienced micro clots. This event occurred 1000 times. The following information was provided by the initial reporter. The customer stated: the tubes appear to be coagulated, and they are not. The client tells us that when the tubes arrive and they check if they are coagulated before introducing them into the siemens advia 120 hemogram equipment, they appear to be coagulated but they are not. He registered three different batches, but we do not know if it is from one or several batches. We are going to try to get batches of affected samples with certainty and, if possible, images. We will collect samples, but affected. We have registered two lots 2017760, 1308004 and are not clear in particular with which reference occurs, that in the background and in the end nothing happens. After use. 04/05/2022 information received: what the tubes look like is that they are clotted, since when moving the racks where they are the blood falls "looking like they are clotted" although when they open some of them to see if they are, they are not. The customer says that this did not happen before, that it has been since last month, and that "it is not normal". I have already told him that if they do not tell me and keep the ones that are clotted we will not be able to do anything, and they insist that now "it seems that" they are clotted, but they are not clotted.